Event description:
The patient was referred to the office today to follow up on a device interrogation from two months ago which showed a new, 7 hour episode of atrial fibrillation two months prior. Initially, the pacemaker was checked at home using the st. Jude medical monitoring system remote follow-up service. It also showed several episodes of noise on the atrial lead causing the device to mode switch. The device was interrogated in the office today: "since last merlin transmission from 2 months ago, stored arrhythmic events recorded 2 brief mode switch episodes due to intermittent noise on the atrial lead and 7 episodes of svt up to 175 bpm lasting 10-17 seconds". The patient was evaluated in the office by the electrophysiologist. Sensing, thresholds and atrial/ventricular lead impedances were within normal limits (wnl). The pacemaker was reprogrammed by turning 'atrial tachycardia detection' rate from 160 bpm to 140 bpm and 'auto mode switch' from ddir to vvi with 'max sensory rate' set at 120 bpm to avoid atrial pacing above max sensor rate. Patient with trans-telephonic monitoring (ttm) follow-up in 3 months and ep device clinic follow-up in 6 months." As per the electrophysiologist, "the pacemaker mode switched because of atrial arrhythmias to ddir mode. The maximum sensor indicated rate was programmed to 120 bpm (500 msec cycle length). The pacemaker utilizes atrial based timing. At the sensor indicated interval of 500 msec, when the patient is active, a programmed atrio-ventricular (av) delay of 300 msec, the atrial escape interval was calculated to be 200 msec. The patient had intact atrioventricular (av) conduction and therefore, with a native pr interval of 150 msec + a calculate atrial escape interval of 200 msec, the atrial interval will actually be 350 msec or 171 bpm. The patient was being paced at that (interval) rate. This has been previously reported in the heart rhythm journal 2005 (volume 2 issue 2) 210-211."